Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two other fragments of coiled wire/the device also broke into pieces') in an adult female patient who had essure inserted. The patient's medical history included grand multiparity, sterilization, pelvic pain female, menses irregular and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy ,removal essure device). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: one coil noted on the right, 0 on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('two other fragments of coiled wire/the device also broke into pieces'). In an adult female patient who had essure inserted. The patient's medical history included: grand multiparity, female sterilization, pelvic pain female, menses irregular and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, removal essure device). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: one coil noted on the right, 0 on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two other fragments of coiled wire/the device also broke into pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, female sterilization, pelvic pain female, menses irregular and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopy ,removal essure device). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: one coil noted on the right, 0 on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information and events " pelvic pain and dysmenorrhea" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.